Manufacturer narrative:
Patient sex added. Patient weight added. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found no related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions.

Event description:
It was reported that during a shoulder surgery the controller overload and overheated for many times and shutdown. It was unable to turn off the device. No patient injuries or delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.